Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. Three days prior to the onset, the patient was admitted to the hospital for an unreported indication. Subsequently, the patient experienced peritonitis. The cause of the peritonitis was unknown. At the time of onset, the patient had not yet started using the pd cycler and was performing manual exchanges during the day (capd). On an unreported date the patient began treatment for the peritonitis with fortaz (intravenously, three times a week, dose not reported). At the time of this report, antibiotic treatment was ongoing. One day after the onset, capd therapy was discontinued due to the peritonitis and the patient was placed on back up hemodialysis. On the same day, the patient was discharged from the hospital. At the time of this report, the patient was recovering from the event and it was not reported if the patient had returned to dianeal therapy. No additional information is available.